Manufacturer narrative:
Additional product component: model number/catalog number; 72404127 and 7240024, serial number: null and null, batch/lot number: 683442009 and 684642005, model/catalog description: control pump fgs iz and balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and no new device was implanted. During explant the physician observed a hole in the urethra, the cause of the hole was unknown if it was from the surgical procedure or cuff erosion. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and no new device was implanted. During explant the physician observed a hole in the urethra, the cause of the hole was unknown if it was from the surgical procedure or cuff erosion. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: implant date, lot number correction. Additional product component: model number/catalog number 72404127 and 7240024. Serial number: null and null. Batch/lot number 683442009 and 684642005. Model/catalog description control pump fgs iz and balloon fgs 61-70 cm. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 11:42 am CT. The report number is being corrected from: 2183959-2018-61626 to: 2183959-2018-60928.